Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall number. Therefore, all products with these lot #s have been properly sterilized before being placed on the market. Explanted items were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically the following information was requested to the complaint source, but it was not available: pre-operative x-rays related to the revision surgery; pathogen responsible for the infection; clinical data for the patient. Based on the few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the sterilization charts highlighted no anomalies on the manufactured components of the involved lot #s, we can state that the event was not product related. Pms data: according to limacorporate pms data, the revision rate of h-max s femoral stems - belonging to product codes 4250.20.xxx and 4251.20.xxx - due to infection is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Revision surgery of a hip prosthesis performed on (B)(6) 2021, due to infection. The following implants were removed and replaced: h-max s standard femoral stem #13 (product code 4250.20.130, lot #1602999 - ster. 1600145), femoral modular head - m ø36mm (product code 5010.09.362, lot #1705725 - ster. 1700201), delta-tt acetabular cup ø54 mm (product code 5552.15.540, lot #1709329 - ster. 1700294), delta neutral liner øint 36mm #l (product code 5885.51.260, lot #1711944 - ster. 1700320), bone screw ø6,5 h.30mm (product code 8420.15.030, lot #1702444 - ster. 1700118). Previous surgery took place on (B)(6) 2017. Patient is a male. Event happened in (B)(6).